Manufacturer narrative:
Service repair in the filed was performed on september 27, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on september 29, 2016.

Manufacturer narrative:
Correction to follow up # 05: date is 11/22/2016 additional information: the returned master control board s/n is (B)(4).

Manufacturer narrative:
Service repair in the filed was performed on (B)(6) 2016. The q-switch s/n (B)(4) were received at the manufacturer on october 06, 2016. Product evaluation: the q-switch driver was evaluated in house for functional test. The q-switch driver meets the manufacturer's specifications was noted. Probable root cause: based on the evaluation results, the probable root cause was no problem found.

Manufacturer narrative:
Service repair in the field was performed on (B)(6) 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on september 29, 2016. Product evaluation: the resonator was evaluated on november 08, 2016 and noted reported issue of "error 301.13" was confirmed. Pins were noted corroded on coupler cable assembly. All optics, lbo q-switch and diode were noted to be fine and coupler cover was stuck. The coupler cable, coupler cover assembly and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the analysis report, the probable root cause was determined to be coupler cable assembly and coupler cover.

Manufacturer narrative:
System analysis and service repair on september 27, 2016: the reported issue of "error 302.13" was confirmed. Error 866 was also noted on log files and resonator was replaced. After replacement, service screen was inoperable and noted issue with master control board and no power supply to turn on the unit. The master control board (mcb) was replaced and noted issue with touch screen or chiller control; hence the new master control board was replaced with the old master control board and noted "problem 235". The diode power supply was replaced and "problem 330" was noted. The q-switch driver and old master control board both were replaced. It was also noticed that faults with corrupted pd calibration. Applied technical bulletin 174, detectors were set, and console was calibrated. The system was tested and verified to meet manufacturer's specifications.

Manufacturer narrative:
Service repair in the filed was performed on september 27, 2016. Product evaluation: the replaced lps s/n (B)(4) and q-switch s/n (B)(4) were received at the manufacturer on october 06, 2016. The lps evaluation was completed on november 22, 2016. The lps was discarded was noted.

Manufacturer narrative:
Device available for evaluation updated, device codes added, device evaluated by manufacturer updated, evaluation codes added. Service repair in the filed was performed on september 27, 2016. Product evaluation: the replaced master control board was received at the manufacturer on october 06, 2016. The master control board was discarded was noted.

Event description:
It was reported that during a bph surgical procedure "an error 302.13 at start up" was noted. The device was restarted and "error 330 appeared." The device could not be used. The case was completed with an alternate procedure (turp). No harm to the patient was reported.